Event description:
There was an allegation of a questionable low phny2 phenytoin result from the cobas 6000 c501 module. The initial result was 0.0 ug/ml with a data flag. The repeat result was 14.2 ug/ml. The questionable result was not reported outside of the laboratory. The reagent lot number was 58198101 with an expiration date of 31-dec-2022.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The qc results are within the acceptable range and the test reactions monitor did not show any irregularities. The analyzer alarm trace showed several duplication errors on the day the discrepant result was obtained which are consistent with analyzer hardware issues.